Manufacturer narrative:
Other text: h6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause for the delivery inaccuracy is the expulsor. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient mentioned his pump was alarming last night. When checked it was "stopped" with only 28cc given. Error number appeared on the pump when I tried restarting it. Medication fluorouracil programmed volume to be infused: 240cc programmed rate: 5cc/hr volume delivered: 28cc volume remaining: 212cc. No patient injury reported.